Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with cgm readings that stopped around 90 mg/dl, reconnected a few minutes later showing 39 mg/dl, and then the sensor failed, leading the user to suspect a sensor-related issue; the user treated the event with oral carbohydrates. Symptoms included sweating and jitteriness. Outcomes included an urgent low glucose with a nadir of 39 mg/dl and subsequent recovery after oral glucose. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with a potential contribution from cgm signal interruption or sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.